Event description:
It was reported that there was a dislodgment with both leads, right atrial (ra) lead and right ventricular (rv) lead. Both leads were revised. No additional adverse patient effects were reported.